Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic visual, tactile and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture and identified deformation due to compressive stress, naturally worn and material separation issues as a complete circumferential break was noted approximately 8mm from the distal end of the cath-lock and a compound split was noted just distal to the cath-lock. Further, the edges of the complete circumferential split both appeared jagged, with granular and rounded break surfaces. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately two years post port placement through subclavian, the catheter allegedly broke which was revealed by an x-ray. It was further reported that, the device was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two years post port placement through subclavian, the catheter allegedly broke which was revealed by an x-ray. There was no reported patient injury.